Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and subsequently, the pump date and time became inaccurate. The customer's blood glucose level was 95 mg/dl. Reportedly, the customer correct the pump time and date to resolve the issue and continued using the pump for insulin therapy.